Event description:
The patient reported that the pump did not stop at the load step as expected and pushed most of the insulin out of the cartridge. She stated that the cartridge was filled with 200 units and the pump loaded until 31 units were left. The patient reported that she filled a new cartridge and the insulin again pushed out during the load step. The patient confirmed that she was disconnected from the infusion site at the time of the events.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.